Event description:
It was reported that the patient was experiencing pain and increased tenderness at the pocket site. It was also noted that the patient was no longer benefitting from the device and would no longer turn the device on as it would produce an undesirable increase in stimulation. The patient underwent an ipg explant procedure and the explanted device was discarded.